Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to chest pain. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam.the patient has alleged to chest pain.there was no report of serious patient harm or injury.there was no medical intervention required by the patient the device was returned to the manufacturer's service center for further evaluation.  The device was evaluated. There is unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an sd card or filter. There are spots of unknown dried residue present on the bottom and top enclosures. There is an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. There is unknown debris in the tracks of the ui panel. Pil notes that there are mineral deposits present on the motor casing and within blowerbox housing suggesting unknown liquid ingress. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. A keratin-like substance was observed around the blower box outlet. Manufacturer confirmed no presence of degraded sound abatement foam. 1 error, 0 blower and 0 therapy hours, suggesting that the device was reset prior to pil receipt. 8144.4 machine hours were logged. A keratin-like substance was observed around the blower box outlet. The occurrence of a keratin-like substance observed around the blower box has been previously addressed in ER 2243857 (v.01). The unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device.mineral spots consistent with water ingress were found within blower box, motor casing, bottom enclosure, and blower box housing. Water ingress has been previously addressed in inv1023. Manufacturer is unable to directly address the symptoms outlined in the complaint. Manufacturer can confirm that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit. Manufacturer can confirm the presence of contamination in the airpath. Section h6 is updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In the initial report, section d4 was wrongly captured, corrected in this report.